Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 364mg/dl. The customer's expected fasting blood glucose test result range is 90 to 102mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer fasting and produced test results of an error message and 116mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that meter is giving her erratic/high results. Customer denies symptoms of high or low blood sugar at time of call. Customer states that sometimes meter gives different error messages as well. During training today, customer was not able to obtain a second result.